Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 111 mg/dl. Reportedly, the customer continued using the existing cartridge for continued insulin therapy.